Event description:
The pace/sense portion of this lead was capped on (B)(6) 2011, due to chatter. The physician replaced this with another lead. The shock portion of this lead remains actively implanted. Should add'l info become available this file will be updated.